Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of an emerge balloon catheter with an emerge inner packaging pouch and an unidentified guide wire. The batch number on packaging and device matched the batch for this complaint. There was blood in the wire lumen and contrast in the inflation lumen. There was a complete circumferential tear 4mm distal of the proximal balloon bond/weld. The inner shaft was separated 18mm proximal of the proximal balloon bond/weld. The inner shaft material was jagged, which suggests that the separation may be related to tensile overload. The distal inner shaft separation was necked-down and stretched on the distal end of the guidewire. The distal portion of the balloon was bunched-up. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that device size used was a 2.5x15 mm emerge balloon catheter not a 2.5x20 mm.

Event description:
It was reported that shaft break occurred. The target lesion was located in the intermediate circumflex (cx) artery. Following rotational atherectomy treatment of the calcified target lesion, a promus premier stent was tried to be implanted but with no success due to the "curve" and the calcium present in the cx. The physician then decided to use a 2.50mm x 20mm emerge balloon catheter to dilate the left main. When he withdraw the balloon catheter after deflating it, only the hypotube was taken out, leaving the balloon in the unspecified guide catheter with the guide wire still in the cx. The physician decided to introduce a new unspecified wire to pass over it a new unspecified balloon, position it distal to the first balloon, inflate it and pull it back into the unspecified guide catheter. However, when he tried to push the new unspecified wire through the broken balloon, the unspecified guide was pushed out of the left main ostium, leaving the broken balloon in the left main and the guide catheter in the aorta. So the physician set the guide catheter back in the left main again changed the last wire for a floppy wire and continued the retrieval. The unspecified guide catheter was taken out with both wires and both balloons. The procedure was completed with a different device. Two unspecified stents were posteriorly implanted in the patient. No complications were reported and the patient's status was stable and safe.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Correction: upn from h7493919320250 to h7493919315250. Device lot number from 16102733 to 16313022. Device expiration date from 05/17/2015 to 04/11/2016. Device manufactured date from 05/23/2013 to 08/22/2013. (B)(4).

Event description:
It was further reported that device size used was a 2.5x15 mm emerge balloon catheter not a 2.5x20 mm.